Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: sheath, long dilator, jugular introducer and the filter are returned. A severe penetration is found 21-22cm from distal tip of sheath. Two of the secondary legs/blades are severely damaged, thus indicating their primary legs had penetrated the sheath wall. No other damages on the filter. Based on these findings and the information provided most likely the penetration was caused by the physician "applying tension to the sheath and filter introducer" because of "tortuosity of the vessel." Under normal conditions the introducer sheath is strong enough to accomplish the procedure. However, if excessive force is used to advance the sheath through tortuous anatomy, the sheath may kink and the filter legs may be prone to penetrate the sheath wall, if forcefully advanced through a kinked sheath. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar event.

Event description:
Description of event according to initial reporter: since the right jugular approach failed despite an attempt, the device was approached from the left jugular vein to place the filter just below the renal veins. The filter would not advance due to tortuosity of the vessel, so the user tried to advance it by applying tension to the sheath and filter introducer. However because the filter looked perforated the sheath on the screen, the delivery system was removed from the patient. Then, sheath perforation and filter damage were confirmed. Another manufacturer's device was used instead to complete the procedure. Patient outcome: no adverse effect to the patient due to this occurrence.